Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms that the lower jaw is broken but not returned with the device. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. We cannot determine a definitive root cause for this failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no similar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a rotator cuff repair the jaws of the customers expressew iii without hook broke. The sales representative confirmed that the device was in the shoulder at the time but that nothing fell off or was left in the patient. The sales representative stated that the surgeon applied a slight downward force while during the standard procedure when he heard it break. The device was removed from the shoulder and found to be intact but the jaw was loose. When inspecting the extent of the damage and if the device could be continued to be used for the procedure the jaw came off fully in the surgeon's hand outside of the patient. The surgeon completed the procedure with another like device with no patient consequences or delay.